Event description:
The customer reported a contained leak from the cap piercer blade wash assembly on their unicel dxc 600 pro synchron system. No erroneous results were generated. The operator was wearing personal protective equipment and no injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed a leak from the cap piercer assembly caused by an obstruction in the cap piercer vacuum drain line #118. The fse removed the obstruction from the vacuum drain line to resolve the issue, no further leaking was observed. (B)(4).